Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left breast had "encapsulation started as well as fluid around the breast when being removed on operation day. This also needs testing for biomarkers of alcl." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d9, h3, h4, h6.

Event description:
Patient reported left breast had "encapsulation started as well as fluid around the breast when being removed on operation day. This also needs testing for biomarkers of alcl." Patient later reported "large lumps under armpits." Healthcare professional additionally reported capsular contracture baker grade iii. Patient undergone capsulectomy. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported left breast had "encapsulation started as well as fluid around the breast when being removed on operation day. This also needs testing for biomarkers of alcl." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around the breast".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left breast had "encapsulation started as well as fluid around the breast when being removed on operation day. This also needs testing for biomarkers of alcl." The device has been explanted and replaced with a non-allergan device.